Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred. During the report, it was found that the customer was not following the screen prompts when performing the load sequence. There was no reported adverse impact to the customer's blood glucose level. The customer cleared the alarm, and customer resumed insulin therapy.